Event description:
Additional information received that the coil did eventually detach. The coil was implanted in the patient. The coil was implanted in the intended location. The tip of the pushwire was observed to be bent. Prior to coil non-detachment, there were no issues encountered. Lesion characteristics include a-com aneurysm 7 mm. Vessel tortuosity was normal. The patient recovering from the procedure in good condition. The patient did not experience any symptoms or injury as a result of this event. There are no procedural / post-procedural imaging (CT, angio, etc.) Available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) - as found condition (condition of returned device): an axium implant coil and an instant detacher were returned for analysis within a shipping box and within a resealable plastic biohazard pouch. - visual inspection/damage location details: the axium implant coil was returned without the introducer sheath. Upon inspection the axium implant coil pushwire was found to be broken at actuator interface and broken break indicator but retained by release wire at ~10.5cm from proximal end. This is indicative manual and mechanical detachment attempts were made at these locations. The coin was pulled back from the lumen stop. The shield coil was found intact with the implant coil already detached. No other anomalies were observed. *** visual inspection of the assembled instant detacher (ID) showed no defects. During evaluation, the instant detacher was taken apart to evaluate the components. All components appeared to be normal. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean. The inner diameter of the instant detacher appeared to be in good condition. No other anomalies were observed. - testing/analysis (including sem reports): an in-house axium coil was then selected for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicators were not visible when the pushwire were fully seated in the instant detacher cap. The implant coil was detached after first attempt. The instant detacher cap inner diameter (ID) was measured to be 0.0150in. - conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was unable to be confirmed as the pusher was returned with the implant coil already detached. The root cause could not be determined. Based on the analysis, the customers report of ¿unable to detach¿ could not be confirmed as the returned instant detacher was able to detach an in-house axium coil without issue. The root cause could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Since the implant coil was not returned; any contributing factors could not be determined for ¿unable to detach¿. Possible causes for ¿unable to detach¿ are damage to the proximal end of pushwire or misaligned spring. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during coil detachment, the detacher could not be pulled out as usual and the coil could not be detached. Even if it was changed with a new detacher and even an emergency separation was attempted, still, it could not be detached. Since it detached when it was pushed using a microcatheter, the coil has already been embolized, but first of all, the tip of the coil wire seems to be bent more than usual, so would like to request an investigation, also with the detacher. Detachment failure occurred. The physician attempted to detach the coil with the instant detacher 2 times. The physician did not try to detach with another instant detacher. There was no manual attempt at detachment via hypotube. It was noted that there was an issue with the instant detacher. The devices were prepared as per the instructions in the package insert.